Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulation (scs) leads had migrated. The patient underwent an explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model:sc-2218-50. Serial: (B)(6). Batch: 7091344. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model:sc-2218-50. Serial: (B)(6). Batch: 7102123. UDI: (B)(4).